Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3/5. The home patient (hp) was reportedly still was connected when the supply bag fell and became disconnected. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm by cycling power to the hc machine. The hp agreed to finish the therapy with manual bag. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the bag falling and disconnecting and the alarm, it was revealed that it was an accident, as the bag slipped off the table and fell. The hp confirmed that there were no defects observed on the supplies. The hp stated that he had notified the nurse immediately about the disconnection and added that the event did not cause any injury or harm. The hp stated that he is doing fine and continuing therapy without any issues. The hp stated that he had already discarded the supplies, and did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the accident. The hp revealed that it was an accident, as the bag slipped off the table and fell. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for instructions related to placing solutions on a flat, stable surface, not stacked on top of each other. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).